Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The reported events of high intraocular pressure, fibrosis, and blebitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent experienced blebitis after post operative needling.